Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-04868. It was reported that patient experienced ineffective therapy. Reportedly, patient did not follow the activity limitation as recommended and was lifting heavy objects. X-ray imaging confirmed lead migration. Company representative confirmed one contact with high impedance and multiple contacts with low impedance. As a result, patient underwent a surgical intervention on (B)(6) 2018 to reposition the leads. Intraoperatively, physician was unable the reposition the leads and proceeded with explanting them.